Event description:
Philips received a customer complaint regarding a v60 ventilator, informing that on (B)(6) 2025 at 08:30, the ventilator was connected to a patient. A few minutes later, the device screen went black and displayed the message: "ventilator not working, 1007, machine and proximal sensor fault." Although the patient was experiencing respiratory distress, spontaneous breathing continued. There was no harm to the patient or user. No medical intervention was provided to the patient noted. The ventilator was restarted several times; however, the fault persisted. The attending nurse subsequently replaced the faulty unit with another v60 ventilator, using the same patient tubing, and the replacement device operated normally. The incident was then reported to the equipment department for repair. Per good faith effort (gfe) response received on 16nov2025, it was confirmed that the ventilator experienced an issue in which the screen went black and displayed the message: ¿the ventilator is not working. Error 1007 is reported,¿ indicating a suspected fault in the device and proximal sensor. Patient care was not interrupted, as the equipment was immediately replaced. The requested device configuration, device settings, and patient information remain unknown despite attempts to obtain the information. Additionally, no diagnostic report (drpt) was able to be provided. During troubleshooting, the hospital¿s equipment department unplugged and reinserted the power control board. After this action, the ventilator returned to normal operation. No parts were replaced, and no personal injury occurred. The device subsequently passed performance specification testing and has been returned to service.